Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert 07 around time issue began. There was no reported impact to the customer¿s blood glucose level. Customer continued using original tandem wall adapter and charging cable, issue resolved when pump began charging again, and no further assistance was required.